Manufacturer narrative:
The physician elected to explant the lead and use another with different fixation method. A return request was made for the product. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead became dislodged. No adverse patient effects were reported.